Manufacturer narrative:
The investigation thrombus, access site bleeding, and saturated flow has been completed. The impella device was not returned for evaluation. Due to lacking clinical detail and product not being returned, the root cause of the access site bleed could not be determined. Product was not returned for investigation. Based on clinical details and data logs, the root cause of the low pump flows was determined to be biomaterial. Since the thrombus reported by the voice of the customer was determined to be the root cause of the low pump flows, the thrombus failure mode is captured under this. E4 should have been left blank on manufacturer device report: 1220648-2024-20711.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The complainant reported the patient was on impella rp flex support and there was slight bleeding at the access site. An additional suture was applied and the bleeding resolved. Furthermore, biomaterial passed through the device causing a motor current spike and elevated pulmonary artery pressures. Heparin was put in the purge. The procedural outcome was the patient survived surgery.